Event description:
The manufacturer received information alleging the device was smoking and a fire with police intervention. The patient reports device overheats and boils water until it is dry. The device blows out electrical smoke. The patient reports they are not able to turn it off and must unplug it to turn it off. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.